Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the sample showed that the needle piercing the catheter could be observed. This reported defect could be related if cannula was pulled with the adapter instead of the puller. Always refer to IFU for product usage recommendations. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in needle through catheter it was reported by the customer that IV insertion on the patient. Rn saw blood return right after insertion. When trying to advance the catheter there was resistance. Rn backed out of the vein and notice that the needle had gone right through the IV catheter. IV was placed in an individual sharps container, labeled and placed into blue defective product bin and clean utility room. Followed defective product quick guide. Verbatim: this rn was doing an IV insertion on the patient. Rn saw blood return right after insertion. When trying to advance the catheter there was resistance. Rn backed out of the vein and notice that the needle had gone right through the IV catheter. IV was placed in an individual sharps container, labeled and placed into blue defective product bin and clean utility room. Followed defective product quick guide. Bd saf-t-intima (IV)product # 383323.